Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was lost. (B)(4).

Event description:
Treatment of a small aneurysm measuring 5mm located in the ophthalmic segment of the left ica (internal carotid artery). Aspirin and plavix were given to the patient. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (5.00mm x 12mm) had some difficulty releasing from the capture coil. Once it was released, balloon angioplasty (an option presented in the instructions for use, u.s.) With a hyperform balloon was required to achieve full wall apposition on the distal segment. No patient injury was reported as a result of the procedure.